Event description:
It was reported that the patient experiences occasional diaphragmatic stimulation from the left ventricular (lv) lead when they lay on their right side and when the lv outputs are programmed 1.0 v at 0.4 milliseconds and polarity at lv tip to lv ring. Patient can tolerate it and when they lay on their back the diaphragmatic stimulation goes away. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d354trm implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).